Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with false pause episodes. Review of the stored electrocardiograms confirmed the presence of undersensing. Programming changes were suggested. Further information could not be obtained.